Manufacturer narrative:
Product event summary: the controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were co nducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that devices passed visual inspection and functional testing. The controller, (B)(4), did not have the software upgrade. Log file analysis revealed one critical battery alarm involving (B)(4) due to communication errors between the controller and the battery. The most likely root cause of the reported event can be attributed to communication errors between the controller and the battery. An internal investigation was opened to investigate these complaints. The most likely root cause of the reported event can be attributed to communication errors between the controller and the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery battery / (B)(4) / model #: 1650de / expiration date: 2015-12-31 UDI #: (B)(4) yes, return date: 2015-07-22 : yes : mfg date: 2013-10-01 no .(B)(4).

Event description:
It was reported that the battery triggered a critical battery alarm when connected to the controller. The controller and battery were exchanged. No patient complications have been reported as a result of this event.